Event description:
A malfunction was reported on the customer's pump, which did not lead to the customer's blood glucose level exceeding 500 mg/dl; therefore, there was no adverse impact on their blood glucose level. The customer reverted to an alternate method of insulin therapy.